Event description:
New information noted that the device was reprogrammed however, lead noise episodes detections were still observed. Sporadic emi was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to oversensing of myopotentials was observed. Programming changes were recommended.